Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power no power issue. The reporter indicated that the pump had one bar of battery before the patient went to bed the night before. The reporter stated that the pump alarmed for a low battery at 4:54 am and by 7:30 the pump had powered off. The reporter stated that it was unclear if the pump alarmed for a replace battery related to the event. The reporter stated that the battery was replaced and the pump was working again with no issues. This report is made based on the allegation of the alleged power event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings:the pump black box showed on power event occurring on 09/18/2013; the battery voltage at the time of the power event was above battery alarm threshold. The pump battery compartment and cap were found to be undamaged and able to attach securely to the pump. The pump powered on appropriately and was able to exercise for 24 hours without interruption. The pump battery cap was loosened by one half turn without the pump losing power. The pump was opened and no power circuit defects were found. The pump was found to be performing according to specifications during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.